Manufacturer narrative:
The suspect camera (aka psu--position sensor unit) was returned to the manufacturer and evaluated. When connected to a known good test system tracking was found to be normal throughout the volume. However, the psu failed an aak (accuracy assessment kit) test at .66 mm with a passing threshold of .35 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A new camera was installed on the system and resolved the issue. System fully functional after part replacement.

Event description:
A medtronic representative reported that the system's camera was out of calibration. No patient involvement.